Manufacturer narrative:
One imp,tsv,4.7,8,mtx,mg (tsvtwb8) was returned for investigation. Visual inspection of the as returned product identified minimal signs of wear and debris about the implant body and collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 and used for approximately 2 weeks. The reported event could not be recreated due to the nature of the dental device and event (medical condition). DHR review was completed for the subject lot number 1228698. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1228698) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (patient pain) or product (tsvtwb8). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up"

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k101880

Event description:
It was reported that implant (tsvtwb8) was removed due to severe pain that started two days after surgery. Tooth location 30.